Manufacturer narrative:
Patient information unavailable from facility. Device lot, expiration date and complete UDI unavailable from facility. Device manufacture date unavailable from facility. Device evaluation: during evaluation, biological material is present under the device blades. The blades do not rotate; the drive shaft does not rotate after being disassembled. Device blades were found to be lodged under the tip of the device and the tip is no longer concentric in shape. After dissection of the working length, the distal pin showed damage.

Event description:
During a lead extraction procedure, a tightrail device was in use and reportedly got "jammed" in calcium within the vessel. It was difficult for the physician to remove the tightrail device from the lead and from the patient. Eventually, the physician was able to get the tightrail device back enough to cut the lead at the pocket and remove the tightrail device. Other devices were then utilized to complete the procedure. The patient had no reported injuries and was discharged per operative plan.